Manufacturer narrative:
The reported event of a deformed deployment was confirmed. Following the simulated deployment, a bulbous shape deformation returned to normal and met functional specifications when analyzed at abbott. One photo was received which appeared to show an occluder inside of a patient with bulbous deformations on both discs. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Event description:
It was reported on (B)(6) 2021. A 25 mm amplatzer cribriform occluder was chosen for procedure. During procedure the occluder presented in a "cobra" shaped deformation. The device was exchanged for a new 30 mm amplatzer cribriform occluder. There is no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.